Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. Ni/ni/ni - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch ni/ni/ni - the patient had unspecified injuries. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with partial small bowel obstruction and ventral hernia thereby underwent laparoscopic repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿there was clear-cut ventral hernias that had omental fat and there were several in the upper incision. These were all reduced. Then a composix kugel mesh (device #1) was placed in the area of the hernia.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia with adhesions thereby underwent open repair with partial removal of composix kugel mesh (device #1) and implant of ventrio st mesh (device #2). Per operative notes, ¿the adhesions were in the upper abdomen to the old mesh. The patient had developed a recurrence along the left side of the mesh, all the adhesions of omentum to the mesh were freed up. Then a small part of the previous mesh (device #1) was removed and then placed the ventrio st mesh (device #2) as an underlay underneath the previous mesh and covering up the defect on the left side.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with partial removal of composix kugel mesh (device #1) and ventrio st mesh (device #2) and implant of synthetic mesh. Per operative notes, ¿the hernia sac was dissected out all around, it was opened, and peritoneal cavity was reached. There were adhesions at hernia site and the mesh area. The old mesh (device #1) which was rolled out on the right side partly and the hernia was underneath near the umbilicus. The part of the right half of the old mesh (device #1 & #2) was cut and removed. After that synthetic mesh was placed partly over the previous mesh and on the upper side to the rectus sheath posteriorly.¿ attorney alleges that the patient had adhesions, infection, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and no medical records have not been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 8 months post implant of composix kugel mesh patient was diagnosed with hernia recurrence, adhesions and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note, the manufacturing date (15-may-2009) is considered to be a best estimate. This supplemental emdr represents the mesh ¿ composix kugel (device #1). Additional emdr was submitted to represent the ventrio st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.